Event description:
It was reported that the implantable cardioverter defibrillator (ICD) suffered a catastrophic and total mechanical failure.

Manufacturer narrative:
The information was obtained via social media. The specifics of the case and product details were not available due to the nature of the source. No further information was available.